Manufacturer narrative:
On (b)(6 2017, one broken imf screw and one intact matrix mandible screw received. No part and lot number are visible. It was noted that the intial complaint was against a broken matrix mandible screw. The device was received and the product evaluation is in progress. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint description did initially state that a matrix mandible screw broke intra-operatively. Returned was a matrix mandible screw (part and lot number unknown) and an about 10mm long thread of a broken imf screw, the head is missing. In the meantime the affiliate did confirm that an imf screw broke during the procedure and the visual inspection of the received matrix mandible screw has shown that this screw is intact. Therefore the evaluation will be performed on the broken imf screw. The lot number was not provided, which makes a review of the manufacturing documents impossible. Without the screw head and the remaining portion of the thread it not possible to determine the part number of the screw. The visual inspection has shown that the upper part of the thread is badly damaged, which was most likely caused during the removal of the broken thread. Due to this damage and because still white residues are between the thread flanks (risk of measuring instrument contamination) no dimensional inspection was possible. This visual inspection has shown that the intact part of the thread is in a good condition, there is no indication that any issue with the thread did contribute to the breakage. Based on the provided information no root cause can be defined; it is likely that a mechanical overload during the insertion did lead to this breakage. In this relation the surgical technique guide states: precaution: in dense cortical bone, it may be necessary to predrill with a b 1.5 mm drill bit. In addition the warning section from the instructions for use from the imf screw set says: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). No indication of a product related issue. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown matrix mandible screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device broke intra-operatively; device was not implanted/explanted. It is unknown if the complainant part is available to be returned for manufacturer review/investigation, but has not been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a matrix mandible screw broke intra-operatively. There was no information available about the patient¿s condition/outcome or prolongation of the procedure. This report is for an unknown matrix mandible screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown intermaxillary fixation screw (imf)/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed later on that the broken screw was indeed an intermaxillary fixation screw (imf) and not the matrix mandible screw. Concomitant device reported: matrix mandible screw (part and lot unknown, quantity 1) this report is for one (1) unknown broken intermaxillary fixation screw.